Manufacturer narrative:
The following other knee devices were also listed in this report: tri ts baseplate size 3, cat# 5521-b-300, lot# xcap. Triathlon asymmetric x3 patella, cat# 5551-g-320, lot# 894g. Triathlon ps fem component, cemented, cat# 5515-f-401, lot# xamg. Simplex p speedset full dose 1 pack, cat# 6192-1-001, lot# dbq003. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "she cannot stand for long periods of time and she cannot walk long distances. She has gone through her complete series of physical therapy. She has a lot of sharp shooting pain especially at night. She is very slow in doing stairs. There is popping nosies with her movements. She has been to 4 other doctors that recommend a revision. Dr. (B)(6) said from the x-ray that the implant is tipped and sitting off to one side. The doctors have claimed there is a lot of play and the implants seem loose. She is on (B)(4) since the surgery because she can no longer work. She wants to know if her implants were recalled."